Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and required maintenance, and users were unable to login even manually. A technical support specialist dialed into the station and reviewed the med application logs, identifying an authentication error indicating an invalid grant for the user. The tss referred to the knowledge article (ka) - domain error please contact system administrator with error code - 2222 and determined that domain port 389 needed to be enabled by the hospital information technology (hit) team. The tss emailed the customer to request hospital information technology (hit) team assistance, after which the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was failed and required maintenance, users were unable to login even manually. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.